Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (con) who was receiving morphine via an implantable pump for non-malignant pain indications for use. It was reported that the patient representative (rep) wanted to know how much medication was in the pump because the patient missed their scheduled refill because they are in the hospital. The rep stated that the patient was in the ICU last wednesday through sunday then went into regular room. They had a medtronic representative came out on (B)(6) 2025 and turn down the pump at the request of the hospital because it was interfering with the patient's clinical outcomes. They were trying to figure out what was going on and it was influencing their treatment. The rep wanted to know when the next fill due date was because no one at the hospital has that information. The agent reviewed that the hospital staff would need to have someone come in again and do another interrogation or they could attempt to contact the representative that came last week to see if they have the information in their records. Additional information from a healthcare provider (hcp) indicated that the hcp requested to have someone come to check if the pump was working. The hcp stated that the patient presented to the hospital yesterday with overdose symptoms. However, the pump was not alarming to her knowledge. The issue was not resolved through troubleshooting. The hcp was redirected to the national answering service.